Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using the glidepath catheter. During the preparation, the tip of the guidewire could no longer be sent in after passing through the puncture needle. At the same time, it was found that the guidewire could not be retracted. Reportedly, the guidewire was withdrawn with increased force, the inner core of the guidewire was cracked, and the surgeon could only pull out the guidewire and puncture needle, then replaced the new catheter, re-punctured and inserted it successfully. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026 a patient prepped for a dialysis catheter placement procedure using the glidepath catheter. During the preparation, the tip of the guidewire could no longer be sent in after passing through the puncture needle. At the same time, it was found that the guidewire could not be retracted. Reportedly, the guidewire was withdrawn with increased force, the inner core of the guidewire was cracked, and the surgeon could only pull out the guidewire and puncture needle, then replaced the new catheter, re-punctured and inserted it successfully. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one video was provided and reviewed. The video shows the partial view of guidewire. The multiple kinks were noted however as per reported event it stated the have used forced to remove the guidewire therefore it was considered as an incidental kink. Moreover, the crack core wire not clearly visible in the video and functional failure cannot be verified from the provided video. Therefore, the investigation is inconclusive for the reported crack, advancement failure and removal difficulty issue as there were no objective evidence obtained from the provided video. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use reviewed: rev. 2 states, the IFU states caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. Do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first. G3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.